Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement at this time. Only control solution send. Most likely underlying root cause, user applied blood to strip before inserting strip into meter. (B)(4).

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred when the blood sample was absorbed. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer stated he had dry mouth. Customer stated he was not sure if his dry mouth was due to pills (herbs and vitamins) he usually takes or if it is related to his newly diagnosed diabetes. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of e-3 using truemetrix air meter and e-3 using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer is not sure if his dry mouth is due to pills (herbs and vitamins) he usually takes or if it is related to his newly diagnosed diabetes. Customer does not have any more strips and is going to the pharmacy to pick up. Advised customer to take meter with him and ask if they will test the meter or replace it for him. Advised customer that we can ship a replacement to the pharmacy. Unable to continue training or testing with customer for lack of strips or control solutions.